Event description:
The customer reported that she was hospitalized for at least 5 days (exact dates were not provided). She wad diagnosed with diabetic ketoacidosis and her blood glucose reached 600 mg/dl. She was placed on an insulin drip. When the pod was removed, it was noticed that the cannula was kinked. The pod was discarded.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. See scanned page.